Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was caused by a hardware error as the backup drive of the image acquisition pc (ias pc) was defective. This error was recognized by the system and entered bypass fluoro mode. In the bypass fluoro mode the native x-ray image is available. With bypass fluoro a procedure may be continued with remaining functionality of the imaging system or be terminated using the remaining functionality. The customer attempted to recover the system with use of the emergency button but with no success. A shutdown was performed and upon reboot the system remained in bypass mode at which time the customer continued to use the imperfect system with use of bypass fluoro. The entire ias pc has been exchanged by the local service organization and the error did not reoccur. Complete functionality of the system could be restored with service intervention. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. Due to the situation that the system was still working in bypass mode, there is no plausible relation between the system situation and the patient's death.

Manufacturer narrative:
The investigation showed that the problem mentioned in the complaint has been caused by a hardware error. The backup drive of the image acquisition pc (ias pc) has been defective. This was recognized by the system which entered congruously bypass fluoro mode. In the bypass fluoro mode the native x-ray image is available. With bypass fluoro a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality. The customer attempted to recover the system with use of emergency button but with no success. A shutdown was performed and upon reboot the system remained in bypass mode at which time the customer continued to use the imperfect system with use of bypass fluoro. After remedial action by the service organization on site, the system was bootable and fully functional. From this point on the operator finished the procedure with delay, but with a fully functional system. The entire ias pc was later exchanged by the local service organization and the error did not reoccur. Complete functionality of the system could be restored with service intervention. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. Due to the situation that the system was still working in bypass mode, there is no plausible relation between the system situation and the patient's death.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the system went into bypass mode. Additional information was provided that the patient passed away. Siemens has requested additional information in order to conduct an investigation of the reported event.